Event description:
New information received states the lead was replaced due to no capture and diaphragmatic stimulation. The lead could not be implanted even with multiple attempts. No adverse consequences were reported and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation procedure, the left ventricular lead was not implanted for an undefined reason. No further information is available.